Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer was feeling better physically, on monday or tuesday this week her blood glucose dropped to a 35 mg/dl when she test it had gone to 240 mg/dl. The customer bolused and when she tested wit was 400 mg/dl. The customer was offered to transferred to helpline but declined and want documentation only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.